Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg had reached its end of service. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one.